Event description:
The customer reported vertical lines in the image during set up and before the patient was in the room involving an olympus ultrasonic bronchofibervideoscope. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.